Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation noted the reload was partially fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the partial fire condition with interlock engagement may occur if the instrument firing button had been partially compressed and released. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap wedge resection, there was poor staple formation and the staple line was incomplete on the distal end. The staple line was fixed by removing the staples with a grasper. The reload was replaced to resolve the issue. No patient adverse events reported. Current patient status is alive with no injury. No reinforcement material was used.